Event description:
It was reported that during a laparoscopic colon procedure, the stapler fired on the first firing but wouldn't work at all after that. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Premature sled movement, damaged release button the analysis found that one pse60a device was returned in good visual condition and with an ecr60w partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.